Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment procedure was performed when the issue happened. The procedure was completed as scheduled and the customer continued to use the equipment normally. The philips field service engineer (fse) visited onsite and checked the issue. To resolve the problem, replaced the ceiling-mounted radiation shield. After replacement of arm cover and cel, the system was returned to use in good working order.at the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was carried out as planned, and the customer proceeded to utilize the equipment without any issues. They only required a replacement for the leaded glass protection, which had been scratched but did not impact their procedure. The procedure was completed on time, as the reported error did not affect the procedure, the patient, or the user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the the arm trim of the flexvision monitor had come off. No harm was reported to philips. Philips has started an investigation of this complaint.